Manufacturer narrative:
Customer complaint is confirmed- they operated the plum 360 without connecting 220v. The infusion operation was stopped due to battery operation after running for about 20 mins. Having gone through the log file, there is a battery alarm that occurred on 26 dec 2025, but nobody was aware of this alarm until 17 feb. This defective battery continued to be used, and no alternating current (ac) power was connected at the time of the incident. Then the pump was stopped after running out of battery power. Performance verification testing (pvt) was passed. Probable cause: the shut-down of the plum 360 occurred due to a defective battery and no ac power was plugged in during operation.

Event description:
The event involved a plum 360¿ infuser (compatible with ICU medical mednet¿ software) pump. This event occurred while the pump was in use with a patient. The reporter stated the user operated the plum 360 without connecting to a 220v power source. As a result, the infusion operation stopped after about 20 minutes due to the pump running on battery power. The customer also reported that the patient was being infused by the pump from the ward to an ambulance, and the pump stopped again after running for a while in the ambulance. The patient almost reached ICU ward immediately after the interruption of the pump. Someone became aware of this event when returned from clinical use with signed note in b7 ward. The customer also stated that the pump can only be operated by battery for about one hour. The alarm log / history showed ¿depleted battery n252¿ followed by ¿replaced battery n56¿. The patient¿s status following the event was in critical condition, so he was transferred to another big hospital. The medical intervention given to the critically ill patient at the time of the event was dopamine infusion treatment. The customer did not report a prolong in the patient¿s hospitalization, but the latest status of patient is still in critical condition in ICU ward. There was patient involvement, adverse events reported in critical condition and patient harm but still not confirm the critical condition is due to the pump interruption.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.